Manufacturer narrative:
(B)(4). Physio-control evaluated the device, but could not verify or reproduce the reported issue. The electronic patient record and key log files were downloaded and reviewed, but did not verify a power issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined. (B)(4).

Event description:
During a visit to the customer maintenance, physio-control found a device with a note that the device would not power on when it was used to monitor a patient. The crew then monitored the patient manually; the reported issue did not affect the patient's outcome. Further patient details were not provided.